Manufacturer narrative:
The customer was contacted for the return of suspect device. The device has not been returned to zoll for evaluation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed "defib fault 72", "defib disabled", and "pacer disabled" messages. Complainant indicated that there was no patient involvement at the time of the reported malfunctions.

Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.